Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, the valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. The valve was discolored showing evidence of blood contact. No abnormalities were observed. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch was likely the cause of the event.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, it was determined that the valve was not large enough for the annulus and as a result, there was a paravalvular leak along the suture line. The valve was explanted and replaced it with a medtronic freestyle valve with no adverse patient effects.